Event description:
This case was initially received via regulatory authority (reference number: mw5081443) on 04-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine; liothyronine (np thyroid) and multivitamins, plain. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), thyroid disorder ("thyroid disease"), pruritus ("chronic itching"), abdominal distension ("bloating"), inflammation ("inflammation"), cough ("cough") and chronic fatigue syndrome ("diagnosed with chronic fatigue syndrome / extreme fatigue"). The patient was treated with surgery (hysterectomy to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown and the thyroid disorder, pruritus, abdominal distension, inflammation, cough and chronic fatigue syndrome was resolving. The reporter provided no causality assessment for abdominal distension, chronic fatigue syndrome, cough, inflammation, pelvic pain, pruritus and thyroid disorder with essure. The reporter commented: an injury (hospitalization and intervention required) was mentioned but not specified and /or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081443) on 04-dec-2018. The most recent information was received on 25-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. A72332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, cramp in lower abdomen, vaginal dryness and pruritus cutaneous. Previously administered products included for contraception: iud; for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included chronic fatigue syndrome, fibromyalgia, dysmenorrhea, menorrhagia, vaginal bleeding and hypothyroidism. Concomitant products included ibuprofen, levothyroxine;liothyronine (np thyroid) and vitamins nos (multivitamin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), thyroid disorder ("thyroid disease"), pruritus ("chronic itching/itching"), abdominal distension ("bloating"), inflammation ("inflammation"), cough ("cough"), chronic fatigue syndrome ("diagnosed with chronic fatigue syndrome / extreme fatigue"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, dyspareunia, autoimmune disorder, fatigue and depression outcome was unknown and the thyroid disorder, pruritus, abdominal distension, inflammation, cough and chronic fatigue syndrome was resolving. The reporter provided no causality assessment for abdominal distension, chronic fatigue syndrome, cough, inflammation, pelvic pain, pruritus and thyroid disorder with essure. The reporter considered allergy to metals, autoimmune disorder, depression, dyspareunia and fatigue to be related to essure. The reporter commented: an injury (hospitalization and intervention required) was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory position of bilateral fallopian tube micro inserts with successful bilateral tubal occlusion. Ultrasound scan - on (B)(6) 2018: confirmed tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pruritus and itching . Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet and medical records were received. Lot number added. Events per pfs: nickel sensitivity, dyspareunia, autoimmune-like symptoms, fatigue, and depression, medical history, concurrent condition and concomitant medication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5081443) on (B)(6) 2018. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/ pain') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. A72332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menses irregular, cramp in lower abdomen, vaginal dryness and pruritus cutaneous. Previously administered products included for contraception: iud; for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included chronic fatigue syndrome, fibromyalgia, dysmenorrhea, menorrhagia, vaginal bleeding and hypothyroidism. Concomitant products included ibuprofen, levothyroxine;liothyronine (np thyroid) and vitamins nos (multivitamin). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), thyroid disorder ("thyroid disease"), pruritus ("chronic itching/itching"), abdominal distension ("bloating"), inflammation ("inflammation"), cough ("cough"), chronic fatigue syndrome ("diagnosed with chronic fatigue syndrome / extreme fatigue"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, dyspareunia, autoimmune disorder, fatigue and depression outcome was unknown and the thyroid disorder, pruritus, abdominal distension, inflammation, cough and chronic fatigue syndrome was resolving. The reporter provided no causality assessment for abdominal distension, chronic fatigue syndrome, cough, inflammation, pelvic pain, pruritus and thyroid disorder with essure. The reporter considered allergy to metals, autoimmune disorder, depression, dyspareunia and fatigue to be related to essure. The reporter commented: an injury (hospitalization and intervention required) was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory position of bilateral fallopian tube micro inserts with successful bilateral tubal occlusion. Ultrasound scan - on (B)(6) 2018: confirmed tubal occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pruritus and itching quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.